Event description:
The pt received an scs system on (B) (6) 2008. It was reported that beginning around (B) (6) 2008, the pt's programmer could not locate the ipg. It was reported that then the pt was also experiencing overstimulation. The charger would communicate with the ipg and an x-ray verified that the ipg had not flipped. Replacement of the programmer did not resolve the reported issue. The physician explanted the ipg on (B) (6) 2008 and everything is now functioning properly. The explanted ipg was returned to ans for analysis.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.